Manufacturer narrative:
(B)(4) . Investigation summary the generator was returned for preventative maintenance. Per service manual operational and diagnostic analysis it was determined that the generator was damaged. The bezel/ito assembly, enclosure top deco assembly, speaker, bonding gasket display front, bezel gutter gasket and earth ground screw were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The service history records were reviewed and certed by service and repair that the servicing criteria was met prior to the release of the equipment. The certificate records are accessible through the service database.

Event description:
The generator was returned for preventative maintenance.